Event description:
A piece of the reamer head broke during reaming of the intermedullary canal. Surgeon attempted but was unable to retrieve the broken piece. X-rays revealed broken piece remains in fracture area.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.